Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00913, 3006705815-2020-00914, 1627487-2020-04598. It was reported that patient experienced ineffective stimulation. During the lead revision procedure, it was revealed that the anchor holding the 9-16 contact lead had fractured, causing the lead to fracture as well. As a result, the lead and anchor were explanted and replaced, restoring the therapy. It is unknown which lead and anchor are liable for the issue. Hence, both leads, and anchors are made reportable.